Manufacturer narrative:
Date sent to the FDA: 02/10/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparoscopy, laparoscopic total extraperitoneal right groin exploration with mobilization of posterior fold of bilayer mesh, laparoscopic paravasal neurectomy of the autonomic nerves, right open groin exploration with removal of anterior and posterior folded meshoma, identification and neurectomy of right iliohypogastric nerve, identification and neurectomy of accessory right iliohypogastric nerve with proximal intramuscular reimplantation, neurectomy of right ilioinguinal nerve and recurrent hernia repair during which the surgeon noted the mesh was completely folded, bulging up and entrapping nerves, the cord structures and the epigastric vessel. It was reported that the patient experienced chronic severe pain and damage to his right inguinal area. No additional information is provided.